Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device replacement, this right ventricular (rv) lead was surgically abandoned and replaced with a new rv lead. The physician reported oversensing of noise was observed in some short, nonsustained episodes. No additional adverse patient effects were reported.